Event description:
The account stated that the patient printout on the celldyn 4000 analyzer did not match the barcode ID. The information in the lis system was correct. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the customer site. The fsr reseated cables, verified the barcode reader and spinner operation. The fsr ran 50 samples and was not able to reproduce the issue. Additional information was subsequently received from the customer. The customer stated that their information technology (it) department discovered that some of the databases had not been cleaned up for some time. The it department and the laboratory manager believed that the uncleaned databases may have caused the system to run slow. The laboratory manager reported that the sid mismatch issue was also occurring on other instruments in the hospital. Since performing the database cleanup the issue of sid mismatch has not recurred. The cell-dyn 4000 system operator's manual was reviewed and provides adequate information regarding backing up and restoring the cell-dyn 4000 database. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.